Event description:
Reporter indicated a vns pt had generator repositioning surgery approximately one year ago. The generator migration may have been due to old trauma; the pt was involved in a car accident in 2006. The pt recently underwent generator and lead replacement surgery due to a lead fracture. The lead fracture event is being reported via MDR # 1644487-2009-02198.